Manufacturer narrative:
No button error alarm noted. Down arrow button did not respond due to flattened button dome switch. Functional testing was no performed due to unresponsive button. The insulin pump had minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing end cap sticker, and scratched case.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed button error. The high blood glucose reading was between 400 and 600 mg/dl. The customer also reported that he observed keypad issues 2 months prior to the call. He noted some physical damage to the device from wear and tear as well, stated there were scratches and chipped pieces from the battery compartment. The blood glucose reading was 98 mg/dl. He did not recall specifically how the damage had occurred. No other significant events leading to the alarm were observed. He advised that he spoke with a doctor regarding high blood glucose, and after a while, the insulin pump eventually lowered the blood glucose reading to 457 mg/dl during the high blood glucose event. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.